Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolism and coumadin toxicity was scheduled for vena cava filter placement. The right internal jugular vein was accessed and venography demonstrated no ileocaval thrombus and identified the renal inflow. The filter deployment device was advanced and the filter was deployed in an infrarenal position. The deployment device was removed and manual compression was used to achieve hemostasis. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for pe after filter implantation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism and coumadin toxicity. After an unknown amount of time post filter deployment, it was alleged the patient experienced a pulmonary embolism. The filter has not been removed and no retrieval attempts were performed. The patient alleges to experience chest pain at the current time. Based on a review of the medical records received, the patient with history of pulmonary embolism and coumadin toxicity had a vena cava filter deployed in an infrarenal position. Manual compression was used to achieve hemostasis. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, the patient presented with right lower lobe pulmonary embolism and lightheaded. Subsequent computed tomography (CT) with pulmonary embolism protocol revealed that ventilation-perfusion (vq) mismatch in the right lower lobe. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism and coumadin toxicity. After an unknown amount of time post filter deployment, it was alleged the patient experienced a pulmonary embolism. The filter has not been removed and no retrieval attempts were performed. The patient alleges to experience chest pain at the current time.